Event description:
It was reported that the patient complained of post-operative thumping. It was discovered that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. The lead was reprogrammed to resolve the stimulation and remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.